Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with topography that is suggestive of possible ectasia in both eyes 3 years post treatment. Original surgery was on (B)(6) 2012. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of near vision issues and having some issues maintaining focus at near. Bcva from (B)(6) 2012: right eye post-op 20/20 .75 x -.25 x 147, left eye post-op 20/20 1.25 x -.25 x 37. Patient reported that event is not lasting and/or disabling and isn't significantly interfering with daily activities.